Event description:
Pt was seen for refill of a medtronic synchromed intrathecal narcotic delivery system. The attending anesthesiologist performed the procedure. The md obtained a refill kit from the pharmacy and prepped the pt. After the md injected 3cc of the morphine sulfate into the reservoir, the pt experienced pain. The needle was removed. The pt became diaphoretic and the blood pressure rose. An access kit was obtained and marcaine was given into the access port. Approximately 10 minutes later, the pt's pain returned. Add'l marcaine was given into the access port. The pt became progressively disoriented. The pt had 40 mg of narcan given in a peripheral IV, then versed. Approx 15 minutes later, pt was unresponsive. Then pt began to seize. More narcan was given, a total of 15 micrograms. The pt was transferred to the ICU. Pt could not be stabilized and died on the following day at 0836.